Event description:
Event description guidant received information that during a lead revision procedure on this coronary sinus transvenous implantable lead, due to the lead having dislodged, a wrench broke off in an lv setscrew in this cardiac resynchronization therapy defibrillator (crt-d). This crt-d was explanted and successfully replaced. The crt-d will be returned for analysis. Additional information was received that after this coronary sinus transvenous implantable lead was successfully repositioned, it exhibited increased pacing impedance measurements and was found to be fractured. This lead was explanted and successfully replaced.